Event description:
The customer reported that while running an htlv-I assay, summit sample handler misread a barcode. In addition, label was misread. The customer also noted that on 11/4/97, a sample barcode was misread. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.